Event description:
Allegedly, the beak came off this instrument and was not retrieved. The surgery was a two-phase turp procedure; the doctor retrieved beak in the 2nd planned procedure. Pt condition good; procedure completed.